Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula. Engineering observed that the cannula was melted at the location of the break. Based on the condition of the returned unit and the description of the event, it is likely that the broken cannula was caused by heat producing instrumentation that came in contact with the cannula during the procedure and melted the cannula, which made it more susceptible to damage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laprascopic. Event description: as the surgeon was removing the trocar, the cannular broke and half of the cannular was caught in the fat layer of the patient. Intervention: the surgeon had to make an incision to retrieve the remaining piece. Patient status: patient is fine, and completely unaffected.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic. Event description: as the surgeon was removing the trocar, the cannular broke and half of the cannular was caught in the fat layer of the patient. Intervention: the surgeon had to make an incision to retrieve the remaining piece. Patient status: patient is fine, and completely unaffected.